Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient who had an implantable neurostimulator. It was reported patient device was no longer working. It was unknown if issue was with the ins or the patient programmer. They had no additional information on event. No symptoms reported. No further complications were reported or anticipated.